Event description:
It was reported that during surgery the impactor break the cables on the cups inside the patient. The cables were successfully removed. A s&n back up device was used to finish the surgery. There was no delay nor injury beyond the stated event.

Manufacturer narrative:
A bhr curved cup introducer (90128257, s0710152) was received for investigation. Visual inspection was performed and noted scratches across the length of the instrument, with impact damage on the head consistent with surgical use. The threads are acceptable. All parts of the introducer functioned correctly. The edges of the wire-hook are not abnormal or sharp enough to facilitate any damage to the wires. This does not confirm the reported complaint. A review of the complaint history for the bhr curved cup introducer was performed using part & batch numbers in search of similar recurring reports for the products during their lifetimes. Similar complaints have been identified for the part. No other similar complaints were identified for the batch. This will continue to be monitored. Due to the age of the instrument, and as the manufacturer is out of business, the production records could not be retrieved or reviewed for the instrument reportedly involved in this incident. However, all the released instruments involved would have met manufacturing specifications at the time of production. A risk management review was performed. No additional risks were identified as result of the reported event and no further actions are required at this time. This instrument had a lifespan of 12+ years and it is unknown how many surgical cycles it was involved in during this time. The bhr surgical technique notes ¿when attaching the cup using the wires and cup introducer, tension should be applied until the cup is securely attached to the introducer assembly. Care should be taken with over tightening and excessive wire tension as this may lead to wire breakage.¿ based on the available information and returned instrument, the probable root cause is user error. If further information is received then the complaint will be reopened and investigated. No corrective or preventative actions have been initiated as a result of the performed investigation. The instrument will be retained at (B)(4) UK.

Manufacturer narrative:
H10: smith & nephew is submitting this report pursuant to the provisions of 21 c.f.r. Part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that during surgery the impactor break the cables on the cups inside the patient. The cables were successfully removed. A s&n back up device was used to finish the surgery. There was no delay nor injury beyond the stated event.